Event description:
Philips received a complaint that the navigation ring did not respond on the v60 ventilator during a periodic maintenance visit. The system was not in clinical use; there was no reported harm. The philips service technician replaced the front bezel, and the issue was resolved. The device was operational after repairs were completed.

Manufacturer narrative:
H10: the removed front bezel was returned to the product investigation lab (pil). The bezel was tested, and the failure was unconfirmed. Pil found that the returned front bezel operated as expected. The navigation ring also passed the testing preload tester. The returned component was verified to be functional with no error. H11: updated contact information and contact office entity.